Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and pelvic adhesions ("adhesions"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, pelvic adhesions and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: date of birth, stop date of essure, events abdominal, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding) and adhesions added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 20227511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "esssure confirmation test conducted, specify: no". The patient's medical history included body mass index high. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic adhesions ("adhesions"), libido decreased ("hormonal changes describe: low desire for intercourse"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), ovarian cyst ("other injury(ies) or complication(s) please describe: ovarian cyst") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (full hysterectomy and full hysterectomy/ salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, back pain, menorrhagia, pelvic adhesions, libido decreased, vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased and ovarian cyst outcome was unknown and the abdominal pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, nausea, ovarian cyst, pelvic adhesions, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Most recent follow-up information incorporated above includes: on 26-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Other relevant history updated. Lot number newly added. Events: perforation (uterus), hormonal changes describe: low desire for intercourse, abnormal bleeding vaginal, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: anxiety, bladder disorder, urinary tract disorder, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight loss, other injury(ies) or complication(s) please describe: ovarian cyst, stomach pain, essure confirmation test(s) conducted, specify: no were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 20227511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "esssure confirmation test conducted, specify: no". The patient's medical history included body mass index high. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic adhesions ("adhesions"), libido decreased ("hormonal changes describe: low desire for intercourse"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), ovarian cyst ("other injury(ies) or complication(s) please describe: ovarian cyst") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery ( full hysterectomy/ salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, back pain, menorrhagia, pelvic adhesions, libido decreased, vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased and ovarian cyst outcome was unknown and the abdominal pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, nausea, ovarian cyst, pelvic adhesions, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Lot number: 20227511 manufacturing date: 2009/12 expiration date: 2012/12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of product technical complaint . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.